Event description:
It was reported the bronchovideoscope adhesive bonding peeled off during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a degradation related failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report was sent in error as event ' peeling of bending section cover adhesive' would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. Updated field: h2 and h4. Corrected field: h6 olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.